Event description:
The doctor claims that after placing the patch for a carotid endarterectomy procedure and removing the shunt, the patch leaked blood (quantity not reported) from its center (not from the suture line). The leakage was stopped by application of topical thrombin. The patch was left in. The procedure outcome was successful. The patient's post-operative condition is fine. Note: the doctor thinks the patch was thinner than usual.